Event description:
Implant loss, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone. Patient does not like crown, too short. Implant shoulder does not allow a longer version. Crown broken on (B)(6) 2021, for better result new implant is placed at lower level.